Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 9 april, 2019. Medwatch report # mw5089257. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter disconnected from the hub with a bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that the IV catheter disconnected from the hub.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9086897. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use the catheter disconnected from the hub with a bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported that the IV catheter disconnected from the hub.